Event description:
It was reported that the pump displayed a cartridge change error. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer continued to use the pump for insulin therapy.